Manufacturer narrative:
This report is being submitted to correct the g3 in the previous medwatch report(3002806535 - 2023 - 00415). Correct g3: dec 6, 2023.

Event description:
This report is being submitted to correct the g3 in the previous medwatch report(3002806535 - 2023 - 00415). Correct g3: dec 6, 2023.

Manufacturer narrative:
(B)(4). This is a combined initial and final ( initial report 0009613350 - 2023 - 00472 with this event submitted under the wrong manufacturer data, with report 3002806535 - 2023 - 00415 corrected manufacturer data). G2- canada. Visual examination of the returned product identified the item and lot numbers match the complaint. The product was not returned in its original packaging. The device shows wear from use. The spring in the jaw area is fractured and part of it is missing. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the instrument was unusable with a broken spring mechanism. Attempts have been made and all additional information received has been included in this report.